Event description:
It was reported that two days following implant, this right ventricular (rv) lead exhibited increased pacing threshold measurements as well as loss of capture. Further examination via x-ray showed the lead position had changed. As a result, the patient underwent surgery to reposition the lead. No additional adverse patient effects were reported.